Event description:
It was reported that the unit intermittently goes into stand by mode causing a blackout screen. It was further reported that the thermal switch is giving out.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.